Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report the "left ventricular (lv) lead became loose and needs to be resutured." The patient reported being dizzy and tired as a result. Follow up confirmed there was loss of capture on the lv. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.